Event description:
It was reported that during a mildly tortuous, mildly calcified, 90% stenosed, proximal right coronary artery procedure, during post dilatation the 5.0 x 15 mm trek rx was inflated for the first time and the balloon ruptured at 10 atmospheres (atm). There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.